Event description:
It was reported that the surgeon removed a broken synthes plate and a surgical revision was completed with a patient specific implant, mandible, on (B)(6), 2014. The patient had been implanted with a 2.4 mm locking reconstruction plate approximately five years ago (2009) by an unknown surgeon. The patient presented to the surgeon complaining of discomfort; the surgeon determined the reconstruction plate and two of seven screws were broken. All hardware was removed on (B)(6), 2014. It was confirmed upon removal that the broken hardware was synthes product. The surgery was completed successfully. The patient's status outcome following surgery was reportedly stable. This report is for two unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: six screws received of two sizes, 3 each. One of the smaller screws has a broken tip; fragment not included with complaint. Part and lot numbers for the returned screws are unknown. All screws show normal wear. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: unknown. Additional device info: this report is for two unknown screws/unknown lot. Implant date: unknown month, unknown date 2009. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.